Event description:
During a deployment of an AED, the device elicited a low battery warning. Patient outcome is unknown.

Manufacturer narrative:
(B)(4). Currently pending investigation of the patient use event.